Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, it was reported that a cartridge alarm 25 occurred. Reportedly, the customer did not remove the cartridge outside of the load sequence. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose level was 100-200 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the cartridge alarm 25 issue was verified in the pump logs; however, no failure was identified.